Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-32397, 1627487-2020-32398, 1627487-2020-32399. It was reported during patient experienced wound dehiscence at the lead implant site. As a result, patient underwent a wound revision surgery on 03 aug 2020 to address the issue. The wound healed postoperatively.